Event description:
Patient presented to the physician, one week post-implant procedure, with a hematoma at the chest and neck incision sites. Physician brought the patient into the or, evacuated the hematoma, repositioned and re-sutured the ipg, resecured the stimulation lead, and closed the incision sites.